Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred earlier in the day. It was also reported that the customer later experienced an elevated blood glucose (bg) level of 253 (mg/dl). Reportedly, the customer has been under a lot of stress. A bolus was delivered to address bg levels. Elevated bg system check with tandem technical support indicated the pump was performing as expected. Due to the occlusion alarm occurring in the past, troubleshooting was unable to be performed. Recommendation was made to consult with their health care provider to discuss diabetes management.